Event description:
It was reported, "PICC line was fractured, fluid was leaking from dressing. PICC removed, no patient impact." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and the cause is unknown. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 8cm mark on the catheter body. A secondary kink impression without a split was observed at the 3.5cm and the 6.5cm marks. No evidence was available which suggested a specific root cause for the event; however, the damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "PICC line was fractured, fluid was leaking from dressing. PICC removed, no patient impact". No other information was provided.